Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted in a patient with an unknown delivery system. During the procedure, the patient was administered heparin. There was no report of the device being completely retracted into the delivery system. It was reported the patient had baseline effusion day of procedure and started dual antiplatelet therapy (dapt) following the implant procedure. It was then reported at an unknown date, the patient was admitted to an outside hospital for pericardial effusion. Subsequent to the previously filed report, additional information was received. The occluder was implanted in a patient with a 14f amplatzer torqvue 45x45 delivery system.

Manufacturer narrative:
An event of base-line pericardial effusion post procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.h6 health effect - impact code: code 4648 removed. H6 medical device problem code: code 1670 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted in a patient with an unknown delivery system. During the procedure, the patient was administered heparin. There was no report of the device being completely retracted into the delivery system. It was reported the patient had baseline effusion day of procedure and started dual antiplatelet therapy (dapt) following the implant procedure. It was then reported at an unknown date, the patient was admitted to an outside hospital for pericardial effusion.